Event description:
Attempted tips procedure; 8-10 mm viator stent was deployed across the hepatic tract from the portal vein to the right hepatic vein. The stent failed to expand at the junction of the covered portion and uncovered portion with the final outcome being that the stent was removed from the tract and right ij puncture site with a cut down on the ij by vascular surgeon. Multiple attempts and techniques used to try to remove the stent including angioplasty. Pt transferred to critical care post procedure. Tips procedure to be attempted again on (B)(6) 2019.